Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the plastic part of the impactor was found loose or broken during the set inspection.

Manufacturer narrative:
The reported event was confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: visual inspection of the returned device shows breakage as evident by the separation of the impactor tip from the impactor handle. Multiple scratch marks on the proximal surface of the impactor handle indicating towards heavy usage. Moreover, material inspection, due to the fact that this device was manufactured in 2008, and has more than 10 years of compliant performance, a material analysis was not deemed necessary, since if there were any material related issues, it would have been evident in the beginning of life of the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. However, most likely the failure was caused by over time and with repeated use, impactor tend to damage. This is a common issue, especially if the impactor have been used extensively or not properly maintained. If the impactor were not sterilized correctly, residue or contamination could affect their performance as well. If more information is provided, the case will be reassessed.

Event description:
It was reported that the plastic part of the impactor was found loose or broken during the set inspection.